Manufacturer narrative:
A ge oec service representative investigated the issue and re-loaded the system software. The system was tested and re-calibrated and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system failed to boot up. The system locked up during a procedure, with no live up date of the image.